Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Attempts for further information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the device and competitor right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
Information was subsequently received additional testing was performed and all measurements were appropriate. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.